Event description:
A surgeon reports that he has had several patients with anterior capsularfibrosis with tyndall effect following intraocular lens implant surgery. Topical corticoids were prescribed in some of the cases. The reported observation decreased with time and did not affect the patient's outcomes. The patients have had no complaints. The lenses remain implanted. Additional information has been requested.